Event description:
Boston scientific received information that the pacemaker had seven years remaining longevity and after eight months the battery showed three and a half years. Engineering analysis showed that the battery diagnostic data indicates that the power consumption of this pacemaker has been increasing during the past year. This pacemaker was then explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker had seven years remaining longevity and after eight months the battery showed three and a half years. Engineering analysis showed that the battery diagnostic data indicates that the power consumption of this pacemaker has been increasing during the past year. This pacemaker was then explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.